Event description:
According to the rptr: product tore after placement. Tear was parallel to the suture that was placed using a tapered needle. Md sewed mesh to mesh to bring it together. No pt event at this time, but is concerned with possible recurrence if it should tear again.

Manufacturer narrative:
(B)(4).